Manufacturer narrative:
Continuation of d10:  dtpa2qq crtd - implanted (B)(6) 2023 ; 5076-52 lead - implanted (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was superior vena cava (svc) coil was fractured as the lead exhibited out of range (oor) high svc defibrillation impedance. The patient stated that the experienced twitching sensation in the left pectoral region. The lead was turned off and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the superior vena cava (svc) coil was programmed off, and the pace/sense and right ventricular (rv) defibrillation coil remain in use. The patient reported twitching was determined to be not related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.